Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing intermittent pain for nine days while wearing an adc freestyle libre sensor. She further reported that on (B)(6) 2018 she removed the sensor and noticed ¿redness¿ where the sensor had been inserted. Customer noted having contact with her healthcare provider who diagnosed her with an infection and treated her with an unspecified ¿prophylaxis¿ treatment, assumed to be an antibiotic, and unspecified ¿pain killers¿. Attempts to gather further information pertaining to the specific treatment provided, have thus far, been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This follow-up report is being submitted based on additional information received from the customer. The customer clarified the treatment provided by the hcp. The details documented have been updated to reflect the new information. The treatment provided does not indicate that medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure occurred. Based on the new information provided by the customer, the reported medical event does not meet current reportability criteria.

Event description:
Customer reported experiencing intermittent pain for nine days while wearing an adc freestyle libre sensor. She further reported that on (B)(6) 2018 she removed the sensor and noticed ¿redness¿ where the sensor had been inserted. Customer was contacted in follow-up and it was clarified that her healthcare provider cleaned the area with betadine and applied an unspecified ¿antiseptic cream¿. No additional treatment was reported.